Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. Symptoms that were reported at the time of the incident included none. The customer did not state how the high blood glucose was treated. The customer stated that the insulin pump screen was difficult to read at times. The customer also reported that the insulin pump would turn off completely leading to the high blood glucose. Troubleshooting was declined. The insulin pump will not return for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss and no blank display anomaly noted during test. Insulin pump received with minor scratched lcd window.